Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/24/2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Reportedly, the patient calibrated during periods when cgm values were not present. No additional event or patient information is available. The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Transmitter voltage test was performed and passed. Nordic bluetooth device pairing test was performed and passed. Transmitter final functional test was performed and passed. Data/share log reviewed. The customer complaint was confirmed because the log review showed an inaccurate reading of the fingerstick and cgm log. A probable cause could not be determined via product evaluation. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. When your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.